Event description:
Through follow up, the following additional information was provided. The surgeon reported an uneventful left eye (os) cataract surgery followed by an unsuccessful attempt to implant stents from a trabecular micro bypass stent system ("implantation failed due to misshooting"). Per report, the surgeon believes the central wire was not properly centered, causing the first stent to be positioned at the tip of the injector which blocked the second stent and twisted the wire. There was no reported adverse impact to the patient and the procedure was aborted. The postoperative patient status was reported as good with no stents implanted.

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
The device was returned and an evaluation was completed. An x-ray evaluation revealed that the cam assembly had been activated three (3) times and no stents were found. The trigger button motion was functioning as intended. The injector¿s splayed trocar was found to be bent. This finding may have occurred due to how the device was shipped back or during handling of the device under a surgical environment. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent during x-ray, the unit should get rejected. A review of x-ray images for the specified lot, revealed that accepted device (istent) injectors contained splayed trocars that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent as it undergoes critical dimension inspection after injector assembly per manufacturing procedure. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent during x-ray, the unit should get rejected. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, a root cause of the reported issue was not definitively identified. The summary of the device investigation findings was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Contrary to the initial report of a ¿broken trocar¿, the device investigation found the trocar bent, and not broken. Based on the investigation findings, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).

Manufacturer narrative:
The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot and sterilization records was performed, and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during a left eye (os) trabecular micro bypass stent system procedure, the trocar broke during an attempt to implant the stents. There was no reported patient injury. Additional information has been requested.